Manufacturer narrative:
Additional information was received that the reason for revision was due to pocket pain. The patient wanted ipg to be relocated in the stomach. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein ipg was replaced and relocated for an unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient underwent a revision procedure wherein ipg was replaced and relocated for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient underwent a revision procedure wherein ipg was replaced and relocated for an unknown reason. No device malfunction was suspected.